Event description:
Related manufacturer reference number: 2017865-2022-09886. It was reported that a patient presented remotely via merlin.net. Upon examination of transmission, the patient's right atrial (ra) and right ventricular (rv) lead was found to have over-sensing of noise. The ra lead over-sensing result in inappropriate automatic mode switch, and the rv lead over-sensing resulted in inappropriate high ventricular rate (hvr) episodes. No intervention was reported and a follow-up assessment for the patient was planned. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.